Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging keypad button presses did not activate desired pump functions. The reporter claimed that the pump was becoming increasingly unresponsive to up, down, and ok button presses. The reporter denied that the pump was exposed to water or that the keypad was peeling/damaged. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not responding appropriately to keypad button presses. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.